Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm was received. Blood glucose (bg) was over 700 mg/dl. Corrective bolus was delivered. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Fluids and saline/insulin drip were administered. Customer was discharged the next day with the elevated bg/dka resolved. As customer had lost the pump, tandem technical support was unable to perform a pump system check to confirm cause of occlusion.